Event description:
This is filed to report a single leaflet device attachment, recurrent mitral regurgitation and intervention. It was reported that a on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted with no reported issue, reducing mr to grade 1. On (B)(6) 2023 it was noted that mr had increased to grade 4 and the nt clip had detached from the anterior leaflet but was still attached to the anterior chordae. On (B)(6) 2023 an additional mitraclip procedure was performed to treat the recurrent mr. Two clips were implanted with no reported issue, reducing mr to grade 3-4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported incomplete coaptation appears to be due to procedural conditions. Additionally, the reported effect of mr appears to be cascading effects of incomplete coaptation. The reported effect of mr is listed in the instructions for use (IFU) which is a known possible complication associated with mitraclip procedures. The reported medical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported incomplete coaptation appears to be due to procedural conditions. Additionally, the reported effect of mr appears to be cascading effects of incomplete coaptation. The reported effect of mr is listed in the instructions for use (IFU) which is a known possible complication associated with mitraclip procedures. The reported hospitalization and medical intervention were the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
N/a.